Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed, not opening and was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height drawers 3.1 and 3.2 were not detected on the bus, likely due to lose or dirty connections involving the row board cables and retractor bands. The field service engineer reseated the cables and bands, cleaned the retractor bands, ran firmware updates, and rebooted the device. The unit was tested in hta, and the customer performed inventory and confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.